Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by a veterinarian that bilateral cataract surgery was performed on (B)(6) 2014 and suture was used. The dog presented to the clinic on (B)(6) 23014 with post operative suture breakage.